Event description:
Related manufacturer reference number: 2017865-2023-03093. It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high defibrillation impedance. Programming changes were made on the ICD. The rv lead was capped and replaced in a procedure on (B)(6) 2023. There were no patient consequences.